Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose levels for the past four days. The reported blood glucose reading at the time of the call was 340 mg/dl. The customer stated that the insulin pump was put through a body scanner at the airport. The customer also stated that she went to the emergency due to high blood glucose levels. The customer's health care professional told her she had pneumonia, and felt that this was the reason her blood glucose levels were high. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.